Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
After several attempts to implant the lead (screw-in and screw-out) the doctor get some trouble to screw-in and decided to change this one. The mechanism showed some fatigue. The lead was not used and another was implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) primary analysis finding: helix disengaged from helical channel. Blood/body fluid was present on the helix mechanism. The full lead was returned and analyzed. Evaluation summary (B)(4) full lead.